Event description:
During the pulse delivery, dr. (B)(6) noticed that two of the four needles were pulling back due to either respiration or cable weight. The two probes pulled back roughly 2cm. Ire treatment was paused mid delivery. Dr. (B)(6) performed additional CT scans to visualize probe location prior to advancing back into place. Probes were re-positioned. Pt was re-scanned to confirm needle placement. Ire treatment was continued. Post CT showed edema in the area of the probe re-traction.

Manufacturer narrative:
Conclusion: the exact cause of the complaint is unk. It is possible the movement of the probes was caused due to respiration or cable weight. This is the first reported complaint of this type. The exact cause of the complaint is unk. During the review of the manufacturing records for the possible lots, it was observed that the manufactured lots meet all device specifications and quality requirements. This type of complaint is being evaluated by our engineering group. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.